Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Utilized for:the patient complained of pain, and x-ray revealed blade cut-out, and requires additional surgical intervention to remove the construct and covert to bipolar hemiarthroplasty. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported tfna (tfn-advanced proximal femoral nailing system) blade was used in surgery for the femur trochanteric fracture on (B)(6) 2016. By utilizing the local medical care support system, the patient would visit local rehabilitation facilities. After having the rehabilitation program, the patient went to see the surgeon. While the patient was with the surgeon, (s)he told about pain. So the surgeon took x-rays and found the cut-out on (B)(6) 2016. On (B)(6) 2016, the surgeon will explant the implant and apply bha (bipolar hip arthroplasty). This complaint involves 1 part. Concomitant device: 1x unk nail. This report is 1 of 1 for (B)(4).